Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: during investigation, the audio bolus button was found to respond appropriately. The allegation of that the audio bolus button was under responsive was not duplicated. There was evidence of moisture corrosion in the battery compartment. Investigation revealed a battery compartment leak. No moisture was found in the display or other interior parts of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the audio bolus button was under-responsive and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.